Event description:
The reporter stated that the surgeon implanted a single piece silicone lens model aa4204vf in 2006 with no complications. However, the patient was not happy with the outcome so the surgeon explanted the aa4204vf 8 days later, and replace it with a toric model lens. The reporter stated that there was no patient injury due to this lens. Further information has been requested, but none has been forthcoming. If further information is received, it will be reported in a supplemental medwatch report form.

Manufacturer narrative:
H.3.: (other) the lens tray was received empty.